Event description:
Edwards received notification that a valve model 3300tfx23mm implanted in the aortic position was explanted after an unknown implant duration for unknown reason.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: corrected data: initially, it was reported that this valve model 3300tfx23mm implanted in the aortic position was explanted from a patient from UK after an unknown implant duration for unknown reason. However, through investigation it was learned that this valve model 3300tfx23mm implanted in the aortic position was explanted after an implant duration of approximately 14 years for unknown reasons. Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.